Event description:
Pt who had a penile prosthesis implanted. In 1992, was admitted for elective replacement of the non-functioning penile prosthesis. The pt states that over the past several weeks the prosthesis had ceased to function. Eval by the operator suggests a probable leak in one of the cylinders. The pt underwent replacement of the non-functioning penile prosthesis with a 3 piece multi-component inflatable prosthesis. Since the device was not implanted at this facility and there is no identifying characteristics on the device co is unable to determine the MFR.